Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the patient was admitted to the department of hematology on (B)(6) 2025, for diffuse large b-cell lymphoma, where a PICC line was placed for chemotherapy. On (B)(6) 2026, the patient was admitted to the department of gastroenterology due to common bile duct stones. Because the patient was on a fasting regimen due to the stones and required parenteral nutrition, the PICC line was used for intravenous infusion. At 6:10 pm on (B)(6) a nurse on rounds noticed that fluid was not dripping from the PICC line. Upon inspection, the nurse observed obvious signs of the adhesive tape having been torn, with parts of it detached from the skin. Upon inquiry, it was learned that the patient had felt the adhesive tape was too tight and uncomfortable, so they removed it themselves without notifying the medical staff. This caused the blue extension tube of the PICC to break at the connection point due to stress. Examination revealed the main catheter was intact, with no residual segments left in the body. Infusion was immediately stopped, and the proximal end of the PICC catheter was clamped. The patient¿s vital signs were assessed as stable, with no local bleeding, swelling, pain, or symptoms of air embolism. A specialized oncology nurse was consulted. Following strict aseptic techniques, the PICC line was trimmed, the connector was replaced, and the new connector was securely fastened. The infusion resumed smoothly. Following the procedure, the patient was provided with reinforced health education on PICC line maintenance, explicitly prohibiting self-adjustment or tearing of the securing tape. Due to timely detection and proper management, the incident caused no harm to the patient.